Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: acquired deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc and experienced bilateral acquired deformities and a deflation on the left side post-operatively, which was confirmed by a physician via a physical exam. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.

Manufacturer narrative:
On 01/16/2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed a crease in posterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).